Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming or beeping. On (B)(6) 2015 the patient heard a single tone (non-critical alarm). The patient was admitted due to blood pressure symptoms on (B)(6) 2015. In the emergency room (ER) the pump began the two tone (critical alarm). The healthcare provider (hcp) in the ER said the pump had gone bad. When the pump was implanted the hcp said that the patient was to get annul refills. The patient¿s last refill was in (B)(6) 2015. The patient was having issues with getting information from the hcp¿s office. The patient still goes to the hcp¿s office every month, because the patient takes medication ¿on top of the pump.¿ it was later reported that the patient missed their refill,due to being hospitalized. It was noted that the pump was alarming as expected. The pump reservoir volume was put to 1ml and the infusion mode changed to minimum rate. The pump low alarm volume was updated to 0.0 ml and the alarms were silenced by the device manufacture representative. The patient experienced high blood pressure and hallucinations. It was noted that the patient was hospitalized for medical conditions not related to the infusion therapy. The pump went empty as the patient ran out of medication while in the hospital. The patient was to follow up with the hcp on the following monday for a pump reservoir refill. The pump alarm and blood pressure symptoms were resolved. The type of medication being delivered via the device system was morphine. If additional information becomes available a follow up will be reported.